Manufacturer narrative:
Medtronic evaluated the device and found capacitor c177 on the analog board had shorted. The customer was provided with a replacement device.

Event description:
The customer reports the charge pak icon is active. The charge pak was replaced, but the icon remained illuminated. When the device was returned to medtronic it was noted all icons were active and the device would not power on.